Manufacturer narrative:
Correction to d6a: implant date was provided; however, the product is not an implanted product. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 13 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2000 per timestamp). On (B)(6) 2023 from 14:59:56 ¿ 22:48:39, and (B)(6) 2023 from 7:24:57 ¿ 7:31:45 and 7:31:47 ¿ 7:32:36, backup battery fault alarms activated due to the backup battery load test not passing. The backup battery did not pass the load test due to the unloaded voltage being under the acceptable threshold. The alarms resolved on their own on (B)(6) 2023 at 22:49:00. On (B)(6) 2023 at 7:31:46 and 7:32:36, the alarms resolved after the backup battery was reseated. The driveline was disconnected shortly after the reseating the backup battery to exchange the controller. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The heartmate 3 system controller (B)(6) was returned for analysis. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time. No backup battery fault alarms were reproduced throughout testing. Per the provided information, exchanging the controller resolved the alarms. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and backup battery fault alarms. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that emergency backup battery (ebb) fault alarms were seen on the heartmate 3 system controller once the patient completed a self-test. Multiple ebb fault alarms were seen in the controller history. The patient stated all alarms cleared with self-test the day before, but they did not do so when the patient came into clinic on (B)(6) 2023. Ebb was changed, but alarms still persisted with self-test. The controller was exchanged. The alarms resolved after the exchange.